Manufacturer narrative:
Additional info:device identification ;device manufacture date. No product will be returned per customer. The customer complaint of fluid leaking could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified as no product was returned.

Event description:
It was reported that alprostadil was leaking between the extension tubing and clave. There was no patient harm.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that alprostadil was leaking between the extension tubing and clave. There was no patient harm.